Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) indicated a battery voltage measurement of 2.89 volts at the most recent follow-up, with all indications that the device and leads are performing normally. A boston scientific field representative and the patient asked a boston scientific technical services consultant (ts) about the details of the advisory this device is included in. Ts discussed that the advisory recommendation is to do a 'save to disk' and have engineering do an analysis and give specific recommendations based on this analysis. The patient also enrolled in remote monitoring at that time. This device is part of the tachy premature battery depletion ((B)(4) 2006) advisory. A device memory disk was submitted for analysis. Upon receipt of the device's memory disk, programmed parameter settings and history of therapy for this device were used to estimate expected battery use to date and then compared to actual use. Our analysis indicated that this device was depleting prematurely and would need to be replaced earlier than estimates provided in product labeling. On (B)(4) 2006, (B)(4) (now boston scientific) issued a physician communication regarding the potential for premature battery depletion in a small subset of ICD and crt-d devices. Premature depletion may result from a failure of a capacitor from a single lot. This device is included in this advisory population; however, boston scientific has not received the device or confirmed the reported premature depletion is related to the performance of a capacitor.

Manufacturer narrative:
The device subsequently was explanted after reaching elective replacement indicator (eri) status. There were no adverse patient effects reported. The device's reporting status is changed to serious injury from malfunction due to explant with premature depletion previously suspected. Analysis of the returned device is pending.

Event description:
--

Manufacturer narrative:
Upon receipt at boston scientific¿s post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The battery status was eri with a battery measurement of 2.50 volts. An engineering-level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Battery consumption was compared to actual clinical usage and a normal current condition was verified. Next, a series of diagnostic tests was conducted to verify the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device. Having met the engineering longevity prediction and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion.